Event description:
It was reported that during a follow up in clinic, a battery longevity of 3 months was noted on the device. During the previous remote follow ups, 1.5 year battery longevity was noted via merlin.net on 15 dec 2023, 01 jan 2024, 15 jan 2024, and 15 apr 2024. The physician considered the battery depletion to be normal. Abbott technical support was contacted and the longevity measurements noted on merlin.net were suspected to be inaccurate measurements. The device was explanted and replaced. The device had not yet reached elective replacement indicator (eri). The patient was in stable condition.

Event description:
Additional information was received indicating the patient experienced mental discomfort due to the premature replacement procedure.